Event description:
The reporter contacted animas on (B)(6) 2012 stating the up arrow and down arrow keypad buttons were intermittently unresponsive and the ok button was hard to press. These issues allegedly began six months ago. The keypad was reportedly intact and the pump was not exposed to water. The patient allegedly wore the pump attached to a belt and cleaned it with a handkerchief. There is no adverse event associated with this complaint. This report is being made based on the allegation of a keypad issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission (B)(4) 2012- device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be fully intact; no peeling or damage was observed. During testing, all keypad buttons were intermittently responsive and required excessive force to activate. During investigation, evidence of contamination was found under all key contacts.